Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was bulging out beneath the patient's skin while she would sit down. This was causing discomfort. The physician believes the tip of the electrode was no longer sutured as the sense a electrode was extending above the incision. Normal sensing and impedances were noted; however the physician plans to intervene by resuturing the electrode tip. It was noted that the patient has a large upper body build. No additional adverse patient effects were reported. The field representative was contacted and confirmed that a revision was going to be scheduled, but did not know the date.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that the patient was brought in for an electrode revision. The field representative noted when the patient would lean forward, could see the impression of the tip poking outwards and causing pain for the patient. The physician opened up the upper incision and resutured the tip of the electrode. A commanded 10 joule shock was delivered and impedance measurements were 103 ohms (reduced from implant, which were 113 ohms). Sensing appeared fine. No additional adverse patient effects were reported.